Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Kitchen). (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi mg/dl. The customer's expected fasting blood glucose test result range is 140 - 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/28/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history (date / time not set)): 250mg/dl (B)(6) 2016 07:27 pm fasting:yes; 489mg/dl (B)(6) 2016 07:54 pm fasting:yes; hi (B)(6) 2016 07:53 pm fasting:yes; 204mg/dl (B)(6) 2017 07:18 pm fasting:yes; 148mg/dl (B)(6) 2017 07:06 pm fasting:yes. Memory concerns: hi, 489, 204 and 250mg/dl. Customer called in stating that he believes his meter was reading erratic, but express concerns with results of 489mg/dl, hi, 250mg/dl and 204mg/dl.